Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was over 600mg/dl. Troubleshooting was performed, and the driver support cap was loose. The customer mentioned that the device has a crack near the drive support cap. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. No reset alarm anomaly observed. Cracks to the display window, battery tube threads, belt clip slot, reservoir tube lip and a scratched lcd window noted.